Event description:
Reporter called with complaint about her surescan pacemaker. Approximately a year-and-a-half after it was implanted ((B)(6) 2013), she started having syncopized episodes. Before her pacemaker implant, she never had any issues with having sycope. Presently, she is experiencing syncope that is cyclic and ranging every three to four weeks, up to 10 times per day. Her pacemaker is set at 80bpm but will go down to 60bpm at times. Reporter states that these episodes are not related to her activities, driving, flying, etc. She has attempted numerous times to contact her physician about this to no avail. They consistently tell her "nothing is wrong". After nine years, she has not been able to get help/assistance in this matter. Reporter states that these syncope incidences have caused severe depression.